Event description:
A customer's feedback form was received by a customer. The manufacturer received information alleging a ventilator inoperative condition occurred. The operator alleged that ventilation service required errors had occurred on the device. The operator alleged that they could have prevented the ventilator from a "complete blower failure" on the device. They stated that "the vent failed to report these serious patterns" on the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. The operator alleged that ventilation service required errors had occurred on the device. The operator alleged that they could have prevented the ventilator from a "complete blower failure" on the device. They stated that "the vent failed to report these serious patterns" on the device. There was no harm or injury reported. There was no medical intervention required by the patient. The customer replied on 02/04/2025 informing the device was being sent back to philips. However, the device has not yet been returned to the manufacturer for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.